Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported noise was noted on egms (electrocardiograms). It was also reported the analyzer was displaying a lot of noise during a case. New analyzer was used to finish the case. The analyzer was returned for repair and calibration. No patient injury or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis verified noise on both bipolar and unipolar waveforms during a systems test with a known good programmer. Monitor device used with same programmer showed no noise. It is noted the analyzer passed functional testing.